Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): when coming to remove the infusion pump - was found that the contents didn't infuse into the patient.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, completely filled easypump ii lt 100-50-s without packaging. The provided sample was subjected to a visual inspection. As-received condition the clamp clip is missing at the sample. The original wing cap was not handed over by the customer, the patient connector was blocked by a red combi stopper. After opening the big white top cap, we detected that the closing cone of the filling port is missing too. Furthermore, we detected crystallized drug residues at the filling port (lli-cone). In addition, we detected solution (liquid) at the patient connector respectively at the red combi stopper. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (disconnection of red combi stopper) and waiting for 60 minutes the pump did work immediately (solution was running immediately). After these 60 minutes leakages were not detected. The inspected sample is not blocked, therefore the sample is in accordance with our requirements. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.